Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Review of the returned clinical data for the report of "no shock advised" found that two out of the three segments returned a no shock advised determination appropriately. Review of the clinical data also showed excessive motion artifact. There is no evidence in the returned data to suggest a device failure. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old female patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.